Manufacturer narrative:
Telephone number: (B)(6). (B)(4). Device evaluation: the device was not returned at the manufacturing site as it was discarded; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that an intraocular lens (iol) had unfolding issue in the patient's left eye. There was patient contact. Through follow-up, it was clarified that the lens as there was partially delivered and then removed. The product has been discarded. There was incision enlargement, a vitrectomy was performed, and sutures were required. Procedure was completed successfully with a backup za9003 lens of 19.5d. No further information is available.